Event description:
The following report was received from the affiliate: approximately a week post cypher des implantation, the patient complained of chest pain. Cag was conducted and thrombus was observed in the implanted cypher. To treat the thrombus, aspiration and poba (details were unk) were conducted. Then an express2 3.0/unkmm bare metal stent was implanted distal to the cypher because there was 50% stenosis. It was not implanted overlapping with the cypher. Physician's comment: the cause of the thrombotic event was below: 1. By mistake, the amount of clopidogrel sulfate administered was 25mg instead of the 75mg that should have been administered. 2. Because there remained a 50% stenosis lesion distal to the cypher. 3. Because spasm might have occurred when the patient was exposed to the cold air while outside.

Manufacturer narrative:
The target lesion was the mid-lad. The vessel was a de-novo and concentric lesion, lesion classification was type b1. The lesion length was 13mm and vessel diameter was approximately 2.5mm. The procedure was an emergent case due to unstable angina pectoris. Pre dilatation was conducted with a 2.75x13mm balloon at 16atm for 30seconds. A 2.5x18mm cypher des was deployed at 14atms for 30 seconds. Post-dilation was conducted with a 2.75x13mm balloon at 18atms for 15seconds. Ivus was not conducted the residual % of stenosis was 25%. Timi flow pre and post procedure was iii. Act was not measured. Please note: device (cjs18250 lot# i0906082) is distributed outside the united states. However, it is similar to the united states product cxs18250. Any additional information will be submitted within 30 days of receipt.